Manufacturer narrative:
It was reported by the customer that on (B)(6) 2024, the bandage was used on the foot. It was reported "when I took the band aid I had a severe blister from the top to the bottom" and she requires frequent "medical intervention" every three weeks.it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Severe blister.